Event description:
Pt had arthroscopic anterior cruciate ligament reconstruction with tibialis tendon allograft, left knee in 2000. Pt noticed swelling and redness over lower knee in 2001. Four days later, the wound broke open and exoded pus. Culture taken and placed on keflex: four days later pt was admitted to hosp and taken to or where the wound was debrided, infected tissue removed, and wound irrigated. Five months later, pt was again taken to or and infected tissue, bone staple and bone screw and sheath were removed from left tibial site with debridement and irrigation.